Event description:
After the essure procedure was done in 2008 I've had complications and problems ever since. Just to list a few, started having bowel problems, had colonoscopy twice within six months and could not detect the problem and it's still an ongoing thing. Severe pelvic pain, migaines, I'm now bleeding during sexual intercourse. I had a pap last week, it was normal but was told I have bacteria, the same that other women had experienced after essure, and was put on vaginal gel. I was then told by the ob/gyn that there is a recall on essure and he could take them out but would have to take my tubes and all. I had mentioned my problems to him before and his suggestion was to have a hysterectomy but that's just a few of the problems I've experienced, not to mention it's affected my duty at work. I would really appreciate to get this recall sent to my address at (B)(4).